Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a 38mm mod hd +3mm nk was returned and evaluated. Upon visual inspection there are black marks on the inside of the taper. There is also a visible line where the finish on the outside diameter is dull. There are scratches to the face of the device. Sem analysis: damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-38 cup non flared sz 54mm, pn 15-106054, ln 970850. Taperloc por lat fmrl 9x137, pn 11-103203, ln 867560. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09592, 0001825034-2018-09591. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip revision approximately 11 years post-implantation due to trochanteric fracture, pseudotumour, and corrosion of the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.